Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, e4, g1, h6, h11. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. The customer requested the field service engineer dispatch to be cancelled. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, they experienced drawer failures for all stations equipped with a remote manager within the facility. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failures for all stations equipped with a remote manager within the facility. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.